Event description:
The patient was implanted in 2003. In 2007, device interrogation indicated the battery voltage was 2.56 volts and the capacity used was between 40-90%. In five months later, the neurostimulator ceased functioning and the patient's symptoms returned, rendering the pt totally disabled. The pt's programmer showed an orange light from time to time on the right side and issued a series of beeps for whichever arrow was pressed. The pt called the MFR for assistance. A series of tests were conduced. The pt reports this test concluded that the device appeared to be malfunctioning. The pt then contacted his health care provider (hcp). The hcp conducted "the test with the transistor radio". The hcp concluded the intermittent signal of the device indicated the neurostimulator was dysfunctional rather than depleted; the device should be replaced immediately. The pt was unable to travel out of the country for replacement surgery due to his condition; therefore, the pt was seen by a health care provider in the united states who attempted to program the device which resulted in a power on reset. The battery functioned normally for approx 15 minutes and then stopped. The hcp confirmed the battery voltage was 2.56 volts and the capacity used when between 40-90%. The hcp indicated to a MFR representative the device showed normal battery depletion at 4.5 years with no apparent signs of wire bond issues. The device was replaced the following day. The surgery was uneventful. The device was not retained due to normal battery depletion and therefore, will not be returned to the MFR for analysis. The device parameters at time of replacement were ran through a battery estimator and the estimated life was 63 months. The pt's battery lasted 53 months. The MFR representative spoke with the hcp who confirmed that the device was at normal battery depletion.

Manufacturer narrative:
The device is included in list of suspect devices. The device was not returned to the MFR for analysis.